Event description:
Additional information was received form the patient via a manufacturing representative (rep) and it was reported that the patient noticed stim intensities going to 0ma for about the last week. The patient had been changing between programs and when they went back to group a, the intensity was 0 ma. The rep saw the patient sept 15th and confirmed that patient came in with adaptive stim (as) enabled, oriented and resume set to off and had hd programming. After using the tablet, rep used patient's controller to try and recreate the intensities going to 0 ma but even with switching groups, toggling as on and back off, checking position the intensity remained at 2.5 ma (programmed intensity) and never went to 0 ma. The patient was not enabling/disabling as on controller and they had gone from one program to multiple programs for programming left and right sides. It was not clarified when the programming change was made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that troubleshooting was done by cycling adaptive stimulation (as) on and off to try and create a "zero" event. This did not recreate. It was determined the issue was a result of as being on, but resume being off and alternative programming options not having an intensity assigned for individual positions. As was turned off at the last meeting. The patient has not reported an issue since their last meeting with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that on 8/15 she had some more pain due to the weather pressure change and on 8/16 she noticed another increase in her pain level. Patient checked her controller both her adaptive stim and stimulation in general was on but all the numbers were at zero and the "rate" was at "600" where it was "normally at 1000" (per her programming). Pt went through and checked the positions and everything was accurate. On the call pt noticed that the stimulation was changing from 4 to 0 to 3.5 without her even moving. Pt was not touching the stimulation or messing with it at all. Pt already had spoken with a manufacturer representative who had her turn adaptive stimulation off and monitor the situation for a bit.